Event description:
Patient reports one tiny blister at one site of injection in the last month. Also reports soreness at site of injection that lasts up until next dose at that site (approximately 1 week later). Patient states that she's not sure if it's medication or the whisperject autoinjector, but she didn't experience these issues when using the copaxone. No other information known. Reported to (B)(6) by: patient/caregiver.